Manufacturer narrative:
One pacing catheter with 1.3 cc syringe was returned for examination. The reported event of a pacing issue was unable to be confirmed. There was no visible damage or abnormality was observed from the catheter body, balloon, or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for five minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. As part of the manufacturing process, 100 percent of the units go through an electrical continuity inspection process. Based on the available information, the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results.

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter it was unable to sense or pace. After catheter insertion, sensing and pacing were attempted but did not work. The issue did not resolve by changing the connecting cable. The issue was resolved by replacing the catheter. Information including the kind of surgery or examination the catheter was used for or if the patient had any cardiac conduction defect is unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.